Event description:
It was reported that during a prostate procedure, the physician indicated that something broke off inside the patient and offset firing was observed. The physician saw a piece of the fiber through the console screen and replaced the failed fiber to complete the case. The fragment that broke off was removed from the patient's body (method unknown). The case was successfully completed and there was no patient injury due to this event.

Manufacturer narrative:
Analysis of the device revealed that the cap is attached to fiber. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The alleged "broke off inside the patient " could not be confirmed as the cap was attached to the fiber. However, glass cap fracture was observed. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.